Manufacturer narrative:
Software investigation is in-progress at the time of this report.

Event description:
A medtronic rep reported that this message, 'localizer not connected', was displayed on the bottom of the fusion ent application during an ent procedure. She explained that the system froze (displayed red crosshairs) when the error was displayed and that they had to go back in the application one task and forward again to resolve this issue. Navigation system worked properly for the remainder of the procedure. There was no pt impact.